Manufacturer narrative:
This is the first complaint for cannula bent on this lot. From the batch record review, retention samples investigation and production investigation, no deviations or abnormalities related to this complaint were noted. No complaint sample was received, and no picture of the sample was provided. Therefore no further analysis is possible. No exact root cause could be determined, and no corrective or preventive actions are deemed necessary.

Event description:
A 21 year old male patient, diagnosed with hereditary angioedema and undergoing treatment with firazyr, reports that on (B)(6) 2026, he was experiencing an angioedema attack affecting the right foot and face, with greater prominence in the lips, accompanied by mild pain, discomfort, and tingling. The patient categorizes the attack as mild, as he acted promptly and attempted to administer a dose of firazyr. However, upon opening the medication (which was sealed), he noticed that the syringe contained an incomplete amount of product, describing it as if it had "evaporated." Additionally, he observed that the needle was bent, making it impossible to use that dose, so he proceeded to open a second firazyr dose. After administration, the patient reports that the edema began to subside. The patient provides information on the damaged product: batch tfxh05a26, expiration date 07/2026. He does not provide further details. The patient does not authorize follow[?]up contact. The patient does not authorize follow[?]up contact with his treating physician.

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Event description:
A 21-year-old male patient, diagnosed with hereditary angioedema and undergoing treatment with firazyr, reports that on (B)(6) 2026, he was experiencing an angioedema attack affecting the right foot and face, with greater prominence in the lips, accompanied by mild pain, discomfort, and tingling. The patient categorizes the attack as mild, as he acted promptly and attempted to administer a dose of firazyr. However, upon opening the medication (which was sealed), he noticed that the syringe contained an incomplete amount of product, describing it as if it had "evaporated." Additionally, he observed that the needle was bent, making it impossible to use that dose, so he proceeded to open a second firazyr dose. After administration, the patient reports that the edema began to subside. The patient provides information on the damaged product: batch tfxh05a26, expiration date 07/2026. He does not provide further details. The patient does not authorize follow[?]up contact. The patient does not authorize follow[?]up contact with his treating physician.